Manufacturer narrative:
Event occurred during testing. Event detail updated below to reflect that no medical intervention required. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated, but it was noticed in the event history log. Problem was found in the event history log multiple times. The dso (downstream occlusion sensor) was replaced as a preventative measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump alarmed "cassette not attached properly."